Event description:
It was reported that during a service test performed by a getinge authorized distributor's field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) gave a power-up failed 3 (reservoir vacuum) error. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The repair information reported in the initial MDR was not performed by the customer. Please see the following correct information: the getinge authorized distributor's field service engineer (fse) that encountered the issue reported that the system statistic in the service menu was checked, and found that the total assisted hours was 2717. The fse then performed a compressor output test, which the iabp passed, and after the iabp was switched on it gave the same error message again. The fse then replaced the compressor and the iabp worked properly. The compressor was found to be the root cause of the issue; however, it did not exceed the 5000 hours as mentioned in service manual. The customer refused for the repairs to be completed, because the compressor's working hours did not exceed the 5000 hours as mentioned in service manual. The iabp has not been cleared for clinical use. The getinge authorized distributor's field service engineer reported that the customer has not yet approved service to complete the repairs of the iabp unit. An estimate time of approval has not been provided as of now. If approval of service to complete the repairs is provided by the customer in the future, then a supplemental report will be submitted. The initial reporter named is a getinge authorized distributor's field service engineer employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a service test performed by a getinge authorized distributor's field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) gave a power-up failed 3 (reservoir vacuum) error. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported that the system statistic in service menu found the total assisted hours is with in the specification. The customer then performed compressor output test, which the iabp pass, after switched it on the iabp gave the same error message. The customer replaced the compressor and the iabp worked properly. The iabp has not been cleared for clinical use. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that, during a service test of the cardiosave intra-aortic balloon pump (iabp), there was a power-up failed 3 (reservoir vacuum) error. There was no patient involvement, thus no adverse event was reported.